Event description:
The customer received blood glucose readings of 233/247mg/dl on the contour meter, re-tested on a different meter and the reading was 120mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are expected to be returned for evaluation. New strips were sent.